Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device system was explanted and replaced due to pocket infection. No additional adverse patient effects were reported.